Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause is undetermined. H3 other text : see h.10.

Event description:
It was reported that q-syte closed luer access device leaked before use. The following information was provided by the initial reporter: the patient was admitted to the hospital due to renal insufficiency and was treated with intravenous infusion as directed by the doctor. At 8:00 on (B)(6) 2020, the responsible nurse was preparing to use a closed infusion connector to connect the infusion system. When the inspection found that the infusion connector leaked and could not continue to be used, it was replaced without causing adverse consequences to the patient.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that q-syte closed luer access device leaked before use. The following information was provided by the initial reporter: the patient was admitted to the hospital due to renal insufficiency and was treated with intravenous infusion as directed by the doctor. At 8:00 on (B)(6) 2020, the responsible nurse was preparing to use a closed infusion connector to connect the infusion system. When the inspection found that the infusion connector leaked and could not continue to be used, it was replaced without causing adverse consequences to the patient.